Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa result for one patient sample with the cobas 6000 e 601 module. On (B)(6) 2021, the initial result was 9.54 ng/ml. This result was reported outside of the laboratory and questioned by the physician. On (B)(6) 2021, the repeated result was 0.658 ng/ml. On (B)(6) 2021, a new sample was drawn with a result of 0.899 ng/ml. The reagent lot number was 50654701. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation found the last calibration was performed on 19-may-2021, signal 1 is slightly lower than expected and signal 2 is higher than expected. The qc recovery is acceptable. The field service engineer checked the instrument and no problem was found. The investigation did not identify a product problem. The cause of the event could not be determined.